Event description:
The luer hub thread is defective. The screw thread inside the hub (on which you screw e.g. The syringe) is defective, so that you may turn and turn and turn and turn, without being able to create a tight connection with the accessory. The device was not used in a pt.

Manufacturer narrative:
One non sterile 3.5x13 mm cypher select + was received coiled inside a plastic bag. The hub was evaluated and inspected visually, the hub is vertically cracked, start at injection molding point and conclude at hub thread. The stent was not deployed and visually it was correctly placed. The unit did not show any damage. In addition, a functional analysis show that failure was due a vertically crack on hub. No other issues were noted that were considered potentially related to the reported complaint. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported complaint of incompatibility was not confirmed, but the difficulty the customer experienced is related to the confirmed luer hub crack. The exact cause of failure could not be determined; however, it appears to be related to the manufacturing process and a CAPA is already open to address this kind of failure.